Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant detached from the delivery pusher. The implant coil was completely stretched into wire except for the most distal end. Dried blood/clot is visible on the entire implant. The proximal portion of the implant is fractured. The proximal marker/coupler is not included. The attachment tether that holds the implant intact with the delivery pusher exhibited evidence of stretching. The remainder of the delivery pusher is normal in specification. Additionally, the leo stent was included and also had blood/clot residual visible. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The microcatheter was not returned for eval. It is unk if the blood/clot and or the microcatheter contribute to the incident. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
During treatment of a right ica aneurysm, the last coil (9th) was being positioned. Upon retraction, the coil stretched and then prematurely detached. Several attempts were made to retrieve the coil. A snare was used w/o success. A leo stent was placed to fix the stretched portion of the coil to the vessel wall. After placing the stent, the stretched portion of the coil moved to the m1 and m2 segment and occluded the vessel. An alligator was used unsuccessfully. A solitaire was used to retrieve the stretched coil and the leo successfully. During this attempt, the leo-stent was pulled back and was damaged. Following the procedure the pt showed a hemiplegia on the left side. Improvement day after procedure. Slight hemiplegia still on left side. Pt info - pt weight is not available.